Event description:
It was reported that the pt's pump was removed due to normal battery depletion. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed that the battery resistance waveform test showed a high resistance of 1303 ohms.